Manufacturer narrative:
Investigation summary: device/batch history record review: no. Reason: the lot number is unknown eura review: yes finding: the failure mode of components rupture outside the patient during power injection is identified as a failure mode in rm5769 rev 14(m) nexiva a-eura. For this failure mode, the end user effect of leakage that does not require medical intervention has a limited severity of s2 and occasional occurrence of o3 (=100 ipm). Due to the severity and the occurrence rates, the risk to the end user is acceptable. Visual analysis observations and testing: received one used nexiva 22ga unit in an opened package where the lot number was not legible. The unit consisted of the catheter adapter/extension tubing. Visual/microscopic examination: observed the unit presented damage (pinched, scuff) on the outer surface of the luer adapter, the damage (pinch) transposed through the plastic into the inside of the adapter. Water-leak test: the unit leaked through the pinched (damage) surface on the luer adapter. Investigation conclusion: root cause relationship of device to the reported incident: manufacturing comment: the damage to the adapter was caused by the off load grippers used to remove the part from the super track pallet to the bosch pallet on zone 8, station 55. However, the exact conditions that caused the damage have not been able to be reproduced. We have not experienced this type of defect at a high enough rate to have ever seen it during production. Current process control: zone 8, station 55 moves product into zone 9. Zone 9 inspections for damage, visual defects and part leak testing are performed at changeover, station adjustments, power outages, downtimes greater or equal to 8 hours and every 2 hours at a sample size of 8 units for each frequency listed.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system there was an issue with leakage. It was stated ¿after the device was used on the patient, blood leaked. The leaked point is unknown however it must be between the wings and the extube.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system there was an issue with leakage. It was stated ¿after the device was used on the patient, blood leaked. The leaked point is unknown however it must be between the wings and the extube.¿ there was no report of injury or further medical intervention.